Manufacturer narrative:
(B)(4). Date sent 5/7/2025. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a nephrectomy the endopouch device handle detached once inside patient when pouch was released. Had to use another device to remove both the organ and defective pouch. Malfunction or defect detected during or after use. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent 5/19/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 5/28/2025. D4 batch #m9ce90. Investigation summary- the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the pouch device was received with the push pull rod broken; making the instrument non-functional; the device was deployed. In addition, the tyvek was returned along with the instrument. The device was disassembled and the suture was found torn and the support arm bent. The suture was still attached to the device. The bag was not returned a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Possible cause of the finding is the application of external excessive force over the device that causes the push pull rod become broken; however, no conclusion could be reached as to how this damage occurred. A manufacturing record evaluation was performed for the finished device batch m9ce90 number, and no non-conformances were identified.